Event description:
It was reported that a staff member at the account stated that recently during an unspecified stenting procedure, the patient expired. The physician believed there was a connection to the patient's heparin medication, but now believes the connection might be to the stenting procedure. It was also reported that recently, there were two other unspecified stents that had thrombosis. There was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the multi-link vision coronary stent systems electronic instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.